Event description:
The customer reported low latron recovery and aspication c errors on a coulter lh 750 hematology analyzer. There were no erroneous results generated and there was no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the light scatter (ls) preamp was defective and replaced the part, resolving the latron recovery issue. The fse could not confirm the aspiration c errors. As preventative maintenance, the blood sampling valve knob was replaced. (B)(4).